Event description:
This pt rec'd a total knee in 1996 and the off-set bolt has broken. The co's customs group rec'd a request for a custom hinged knee off-setbolt to revise this pt. Co advised the surgeon that with the pt's bone loss; no custom bolt can bear that much weight. The engineer rec'd a letter from the surgeon's attorney in response. Pt not yet revised.